Event description:
Information was received from a patient representative regarding an external device to an implantable pump infusing dilaudid and an unknown drug for malignant pain. It was reported that the communicator was not working very well for a few months this year. The patient representative (caller) stated the handset will get to 90% and it was taking a long time for the device to read the information and to deliver the bolus. The caller stated the patient gets 10 boluses per day. The patient was assisted with clearing the data on the handset and the caller said they were able to connect to the pump and get a bolus and that was the fastest the personal therapy manager (ptm) connected. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.